Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Event date is unknown. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient underwent an unrelated surgery and the ipg was not placed into surgery mode. The ipg could not connect to external devices, so it was considered inoperable and in service app mode. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.